Manufacturer narrative:
On (B)(6) 2017, the customer reported to be meeting with a clinical diabetes specialist that morning to discuss the bg levels. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had over-corrected and the blood glucose (bg) level dropped to 30 mg/dl. The customer drank juice to address the bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.